Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump time was 12:48 am when it should have been 12:48 pm. There was no reported impact to the customer's blood glucose level. Customer was able to correct time.